Event description:
It was reported that the ilet pump¿s screen became unresponsive and remained black despite vibration feedback on the sleep/wake button, successful bluetooth connectivity to the ilet mobile app, normal charging indication, and attempts to install firmware, restart via the app, charge, and perform a forced restart. Symptoms included an inability to view or operate the device display. Outcomes included discontinuation of pump therapy and transition to backup therapy until a replacement device is received. Investigation included remote troubleshooting steps and verification of power status and connectivity through the mobile app. Investigation of this case revealed a suspected display or user interface failure consistent with a hardware malfunction of the screen assembly or associated electronics, with no alerts or alarms generated and no physical damage reported. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to the display subsystem.

Manufacturer narrative:
Investigation description:display damage due to impact.